Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous right superficial femoral artery. The physician advanced the 6.0 x 20 x 135cm sterling mr balloon to the lesion and inflated the balloon two times to 6atms. Upon the third inflation to 6atms, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status is okay.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
The de novo lesion was severely calcified. The 6.0 x 20 x 135cm sterling mr balloon was removed intact.

Manufacturer narrative:
(B)(4).